Event description:
During needle biopsy of right lung as physician was obtaining specimen, needle broke off from hub. Needle was still in pt's lung. Physician tried to get needle without hemastat but was not able to locate needle. Pt was taken from CT room to remove per cart. Under fluoro, physician was able to locate needle and remove needle from lung using a hemastat and fluoro. Box was then obtained with different needle. Pt was transferred to room per cart. Pt's condition remained stable throughout procedure.